Event description:
I have had silicone breast implants since I was (B)(6) years old in 1979 I had them implanted 41 years ago. I have had no problems that I know of. I do have a spot on my right breast that is hard they are not leaking (had x-rays last years specifically for that) and I do have joint pain that is increasing. I don't have any lab results. FDA safety report ID #: (B)(4).